Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured and caused a dissection. The lesion being treated was located in the left anterior descending artery (lad). The maverick2 monorail balloon was inflated to 10 atm for 31 seconds and ruptured. A dissection was noted following the rupture. Following placement of a pacemaker, a taxus monorail 2.5x8 drug eluting stent was implanted to treat the dissection. Due to developing profound bradycardia and hypotension, the pt was treated with an intraaortic balloon pump, atropine, epinephrine, bolus fluids and dopamine. Pt status was reported as "stable."

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.